Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the power button remained blinking blue when the system was powered on. When checking system information from the tower touchscreen, there were no subsystems serial numbers listed and no event logs were present. To correct the issue, the fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have no visual issues that would be related to the reported failure. The ccc was installed on an in-house test system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the power button would not stop blinking blue with a message of insufflator disabled. System was not able to be programmed. Unit was installed into a test bench and powered on with a power supply. Unit was connected to a pc and identified the tegra module was visible. Unit was confirmed to be non-functional. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical and/or fiberoptic defect on the ccc. The issue was resolved by replacement of this component.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system wouldn't power up all the way. The customer stated the vision cart power button will not stop blinking blue and has a message of insufflator disabled. Technical services engineering (tse) had the customer disconnect the blue fiber cables from the back of the vision cart and try to power up each component by itself. The console and robot powered up fine with no issues. The vision cart powered up but still had the blinking blue power button and insufflator disabled message. The customer was not sure if they would proceed robotically. There was no report of patient involvement.